Event description:
It was reported that initial thr took place on (B)(6) 2020. Washout performed and liner and head removed and replaced due to infection. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that a washout performed due to infection. Liner and head removed and replaced. The affected oxinium femoral head and r3 acetabular liner, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the risk management files identified the reported failure as potential adverse events. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no medical records provided, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.